Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant procedure, the shock impedance measurements ranged from 0 ohms to greater than 200 ohms. The shock impedances were noted to be in range after the procedure. Technical services discussed possible causes for the clinical observations. The root cause for the out of range shock impedances observed during the implant procedure was not determined. No further actions were taken as the shock impedance was in range following the procedure (around 55 ohms). This implantable cardioverter defibrillator (ICD) remains in service and there were no adverse patient effects reported.